Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. Noise was not reproducible with isometric hand maneuvers. No intervention was performed. The patient was in a stable condition.